Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported the patient underwent cystoscopy on (B)(6) 2010 due to stress urinary incontinence. It was reported the patient is s/p removal of vaginal mesh and cystoscopy [(B)(6) 2011] and on (B)(6) 2012 she continued to experience pain, discomfort and incontinence and remained on hydrocodone for pain (B)(6) 2012 - (B)(6) 2012 and is planning additional bladder surgeries. No additional information is provided at this time. (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: patient underwent mesh implantation due to stress urinary incontinence on (B)(6) 2010. This procedure was complicated by intra-vesicle penetration, bladder perforation, and mesh exposure, which required excision 24 hours later on (B)(6) 2010. It is also reported that on (B)(6) 2010 the patient stated that, ¿she cut some stitches out from her abdominal side and that she can still feel the vaginal stitches.¿ on (B)(6) 2010, patient underwent excision of mesh. Patient had subsequently undergone removal of another portion of implant on (B)(6) 2011. As of (B)(6) 2012 it was reported that patient is back to having symptoms of stress incontinence with leakage upon exertion activities. It was reported that following implantation, the patient experienced pain, erosion, extrusion, recurrent infection, urinary and bowel problems, dyspareunia, neuromuscular problems, organ perforation and vaginal scarring. (B)(4) ¿ urinary problems; bowel problems; dyspareunia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that aris trans-obturator was implanted on (B)(6) 2012 due to sui.

Event description:
It was reported that aris trans-obturator was implanted on (B)(6) 2012 due to sui.